Event description:
It was reported that a mock procedure was attempted and at about four minutes into the therapy cycle, the balloon ruptured. There was no patient involvement.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.